Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during set up for an unspecified procedure, the image would turn purple and it seem that the image was blinking, involving an olympus flex deflectable videoscope. There was no patient injury reported.